Event description:
It was reported by the dealer that the unit shuts down after 20 mins and alarms. This is a rental unit, no patient information or injury reported, no additional information provided.